Event description:
Customer reported via phone call to have received excessive no delivery alarms and as a result customer stopped wearing insulin pump for two weeks. Customer is requesting to begin insulin pump therapy. Customer's blood glucose was 597 mg/dl, which were treated with manual injections. Customer was able to resolve no delivery with a complete set change. Customer was not able to send supplies for analysis due to throwing supplies away when changed. Customer was advised that reservoir and infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.